Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial number and lot number was not provided.

Event description:
The patient sent an email stating that there was an issue with the verio pro meter. The patient mentioned in the email that he had an issue with insert of the test strips process. No further clinical information was provided. There is no allegation that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.